Event description:
Prior to the unk case, while attaching the instrument, it was noticed that the mount was loose on the handpiece. The device was replaced and the case was completed successfully with no pt consequence.